Manufacturer narrative:
The insulin pump alarmed button error and has no button response due to moisture damage keypad trace. The following cosmetic damage was noted on the device: minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.

Event description:
Customer's father reported via phone, the insulin pump had alarmed button error. Customer might have been sitting on the device and when she took the device out to bolus, it alarmed. Customer's blood glucose was 223 mg/dl. Customer's father stated the customer might have worn her device in a different way during her graduation. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.